Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
The customer's mother reported the customer received a reading of 236 mg/dl on her precision xtra blood glucose meter and the reading higher than she felt. The customer reportedly lost consciousness while she was at school. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacture date is unknown.